Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2012. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of infection and sciatic nerve palsy. A review of invoice history confirmed both surgery dates and that all components were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and/or allergic reaction." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2015-02506 & 02507 & 02508 & 02509 & 02510).